Event description:
Device 2 of 2. Ref MFR report#: 1627487-2012-06311. It was reported the pt is not receiving adequate coverage. The pt may meet with an sjm rep on a later date for reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.